Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, causes for the incomplete coaptations could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Added exception #2015009

Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, causes for the incomplete coaptations could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. H1: summary no. Of events.

Manufacturer narrative:
Date of event, implant date: dates estimated. The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, causes for the incomplete coaptations could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 30 device malfunctions of single leaflet detach attachments (slda). The relationship of the malfunctions to the mitraclip devices could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.